Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with pump error 63 (hardware low-level failures). The customer reported a blood glucose value of 400 mg/dl. The event involved product(s) mmt-1884, mmt-342g and mmt-431aj. Troubleshooting was performed for pump error 63 and the customer was able to clear the error and the fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced as the pump passed the self-test. The customer declined the troubleshooting for high blood glucose event. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event or not. It was unknown whether the customer has been using the auto mode feature at the time of event or not. No further patient complications were reported. No product return is required for mmt-342a. No product return is required for mmt-431aj. No product return is required for mmt-1884.

Manufacturer narrative:
Pump passed the self test. No pump error 63 alarm during testing. Pump alarmed pump error 38 during the rewind test. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Thump software was utilized and downloaded trace/history files properly. In further analysis of the pump history found multiple pump error 63 alarm (file number: 632, line number: 5768) (variable: 21) on (B)(6) 2025 at 02:17:17.000, (B)(6) 2025 at 10:48:23.000 and (B)(6) 2025 at 09:03:10.000. Pump was cut open to perform visual inspection and found corroded motor home switch and moisture damage on the electronic assembly, keypad flex tail, motor and force sensor. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. Unable to verify customer alleged for high bg. Pump error 38 alarm occurred during testing due to corroded motor home switch. Pump error 63 alarm confirmed in the pump history due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.